Event description:
Pt had open reduction and internal fixation of left ankle on event date, with syndesmosis repair with a long cannulated screw amd short leg cast. Pt was to be non-wt bearing. In 2001, pt was re-operated on same site, as the screw had "pulled off".